Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight were not available for reporting. This report is for one unknown 2.4mm locking screw. Part and lot number were not provided for reporting. Partial part number reported as 02.210.xx. Other number¿UDI: part number unknown; UDI: unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. # 510(k) is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal radius fracture procedure when the surgeon was inserting and attempting to tighten a 2.4mm locking screw into the distal portion of the plate, the screw spun. The screw did not lock as it is supposed to. The surgeon decided not to use the screw and left the screw hole empty. Surgeon stated this incident caused an approximate 10 minute surgical delay. There was no reported harm to the patient. Patient status was reported as ¿fine¿ and procedure was completed successfully. This report is for one unknown 2.4mm locking screw. This report is 2 of 2 for (B)(4).